Manufacturer narrative:
The device used in this event has not been returned. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. Attempts were made to obtain additional information. A f/u medwatch form will be submitted if additional information is rec'd at a later date. (B)(4).

Event description:
The complainant reported that the clinician attempted to place the implant in a pt, but the implant driver became stuck to the implant (date of event unk). As a result the clinician was forced to break the pt's buccal plate to remove the implant. The implant was not placed and the site was grafted and closed. There was no additional medical or surgical intervention necessary as a result of the malfunction.